Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event and later transferred to a rehabilitation center for recovery. The patient was treated with unspecified antibiotics for the event and was temporarily placed on hemodialysis. The patient recovered from the peritonitis and peritoneal dialysis therapy was reinitiated. No additional information is available at this time.